Event description:
It was reported that at the beginning of the case, the tech made a comment that the drill seemed loose and was easily coming unlocked. The drill was verified in order to know if this was locked in so that the cord had full range to move. After that, everything seemed fine. The surgeon went to prepare the holes for the tibia twin peg the drill came disengaged and fell out of the back of the handpiece falling past the drape and no longer being sterile. Since the handpiece was still sterile we navigated the manual tibia cut block and proceeded with the procedure without any other problems. No patient injuries reported beyond this event. The results of the investigation have concluded that the snaplock has incorrect dimensions, which makes it a reportable event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6), used in treatment, was returned for evaluation. The navio handpiece came loose from the drill and fell out of the sterile field during a procedure on (B)(6) 2018. . The navio handpiece was returned for further evaluation and the initial visual/functional investigation found that the handpiece attached and detached as expected and was not overly easy to unsnap the drill. The distance above the wave spring and down to the plunger holder was measured around the circumference of the snaplock. The maximum distance measured was 0.1150". This is not within the specification for this dimension (0.1135" max) and therefore the part does not conform to its design specifications. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual released at the time of the complaint provides no information regarding the dimensional discrepancies for the distance above the wave spring and down to the plunger holder. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to supplier / raw material fault. Per complaint details, the device malfunctioned during use. Based on the information provided, as the user aborted the procedure and changed to manual instrumentation; there was no surgical delay or patient injury/impact reported. Therefore, no further medical assessment is warranted at this time. As part of corrective actions, drawings for the snap lock were updated to change the nominal dimension to an inspection dimension. Additional information on a1.